Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV. Healthcare professional later reported "silicone granuloma," "calcified capsule/nodule" and "discolored implant". The lump/nodule is not device related. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ granuloma: unable to observe as it is a medical event not related to the device. ¿ product discolored: wear abrasion observed. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ calcification: no observed. ¿ lump/nodule - ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV. Healthcare professional later reported "silicone granuloma," "calcified capsule/nodule" and "discolored implant". The lump/nodule is not device related. Device has been explanted.